Event description:
Boston scientific received information that during a normal device changeout procedure high out of range pacing impedances were noted on this right ventricular lead. It was also noted that the sensing had decreased, while all other measurements were normal. This right ventricular lead was replaced. The lead was surgically abandoned, and remained in the patient and will be not returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.